Event description:
Pt had implants put in, in 1997. Pt is having pain so went back to the md. Pain is getting worse, breast are sore , implants are as hard as a rock. Md took pictures of breast and said does not see anything wrong. Called co and they said capsules are contracting.